Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient underwent an ablation procedure with an intellanav mifi open-irrigated catheter and on (B)(6) 2022. During the procedure, the posterior wall of the left atrium was successfully isolated with a roof line connecting the superior pulmonary veins and floor line connecting the inferior pulmonary veins. The anesthesia team monitored the esophageal temperatures and set alarms prior to ablation. No alarms were activated during the case and no excessive temperature rises were noted. There was no unusual esophageal temperature rises that caused ablation to be halted. Weeks post procedure, the patient presented to the hospital complaining of a fever, and suspected esophageal fistula. A computerized tomography scan did not reveal any abnormalities. The patient underwent an esophageal scope, which ended with the patient's passing.